Event description:
It was reported that during administration of catecholamine to covid-19 patient, the medication leaked with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from japanese to english: when giving catecholamine to covid-19 positive patient, drug leaked.

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during administration of catecholamine to covid-19 patient, the medication leaked with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: when giving catecholamine to covid-19 positive patient, drug leaked.